Manufacturer narrative:
Batch review performed on 17-sep-2024 lot 2238827: (B)(4) items manufactured and released on 02-nov-2022. Expiration date: 2027-10-11. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 year and 5 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the liner (11mm) with a thicker one (13mm) and resurfaced the patient's natural patella. The surgery was completed successfully.